Manufacturer narrative:
This device has not been returned; therefore, technical analysis cannot be conducted. Without a returned device it is not possible to definitively confirm how the device may have contributed to the complaint incident. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) device recorded a code 1003, indicative of a battery voltage too low for the projected remains capacity. A revision procedure was completed, and a new device implanted. No adverse patient effects were reported. The device was discarded at the facility, and will not be returned for analysis.